Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were made. Some oversensing was still seen after the changes but the physician decided to monitor. There were no patient consequences.

Event description:
New information received indicates the device exhibited additional post paced t wave oversensing. Additional programming changes were made. There were no patient consequences.